Event description:
It was reported the patient presented to the emergency room having received inappropriate shocks. Diagnostic imaging performed identified the atrial and right ventricular leads had dislodged due to twiddler's syndrome. It was later found that the left ventricular lead had also dislodged due to twiddler's syndrome. The atrial, right ventricular, and left ventricular leads were explanted and replaced. The patient was in stable condition.